Event description:
It was reported the patient¿s blood glucose reached 18 mmol/l (324 mg/dl) after wearing the pod between 4 and 24 hours on the abdomen.

Manufacturer narrative:
The returned device was evaluated and a tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. Several components showed traces of corrosion or contaminated caused by the internal leak. Corrosion was found on the rail mechanism, pcb, top battery and chassis. Contamination was found on the commutator cap. During investigation, download data generated an 0xd7 hazard code indicating a power on reset was detected. The internal leak caused the experience 0xd7 alarm. The internal leak was found to be the root cause of the reported symptom code.